Event description:
It was reported that the patient presented in clinic for follow up. The lead exhibited high, out of range pacing impedance, no sensing, and no capture. The lead was capped and replaced.